Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a cracked cannula tip. Scratch marks were also observed on the inner surface of the cannula. Based on the condition of the returned unit, it is likely that the crack on the cannula tip was caused by contact with a hard surface or an instrument. However, the exact root cause could not be confirmed. It is likely that the scratches were caused by contact from a sharp instrument. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. Based on the event description received during intake of the complaint, the event was deemed not reportable. After evaluation by engineering, the event is deemed reportable. This report represents the combined initial and final.

Event description:
Procedure performed: robotic. Event description: "dr [name] was inserting the trocar. Cracked on tip of cannula while inserting. 100% sure nothing was left inside the patient. No particulation". Patient status: "fine".